Event description:
It was reported that while flushing the catheter, the needle hub on the arrow raulerson syringe broke and as a result, was not used on the patient.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.